Manufacturer narrative:
The power supply assembly was returned for failure analysis. A visual inspection of the power supply revealed no evidence of damage or contamination. Failure investigation verified the customer¿s complaint, but root cause cannot be determined by inspection of internal components. The battery will be returned to the manufacturer for failure analysis.

Manufacturer narrative:
Submission date: 25sep2021.

Event description:
The customer called into technical support (ts) reporting that the device will intermittently only run on battery power. When the device is plugged in it intermittently shuts down and its led lights say that it's running on internal battery. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Biomed reports having swapped the power cord. Customer is reporting the v60 continues to experience an ac power connection issue when the ac inlet connector is moved. The rse advised customer to remove the power supply shroud and examine the connection between the ac and the power supply. Recommending ordering and replacing the ac inlet connector and the v60 power supply. Provided part ID for the power supply. The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.